Event description:
A trilogy evo ventilator was returned to the third-party service center for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the third-party service center, a "service required" code related to the internal or detachable li-ion battery is not charging due to a hardware fault was found in the ventilator's downloaded error log. The device's detachable battery needs to be replaced to address the issue. In addition of the above evaluation, blower, machine flow sensor and one of the in-line filters prox. Have to be replaced due to contamination, which was not related to the malfunction/issue.